Event description:
The nurse opened and removed from packaging, the primary symbiq set and noticed that the tubing has circular white discoloration at the y port (most distal port). The nurse placed the tubing back in the packaging and did not use it. We have received no further reports of similar white discolored marks on the symbiq tubing.